Manufacturer narrative:
The device has not been returned; therefore, the event cause could not be determined. Follow-up has been made for the status of the device return. Once the device is received and evaluated, a supplemental report will be submitted. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that the microcatheter ruptured on one of the side walls during the procedure. It was also noted that there was resistance experienced in the middle of the microcatheter and a leak occurred there, most likely the rupture site. The physician stated that the microcatheter was clogged and they continued to push while experiencing resistance and pushed harder. At that point, they removed the microcatheter and noticed that the sidewall of the catheter had a ¿blow out¿. The patient was undergoing treatment for and avm. The details of the patient¿s anatomy was unknown and will not be available. There was no information on the embolic used nor whether the leak occurred in the patient or not; however, it was reported there was no injury to the patient as a result of the event. No further information will be released from the physician.

Manufacturer narrative:
The apollo micro catheter was returned for analysis and the lengths of the microcatheter were measured and no issues were found. No issues or irregularities were found with the apollo micro catheter hub. What appears to be dried embolic residue was found within the hub. No kinks or bends were found with the apollo micro catheter body. The 1.5cm detachable tip was found to be detached. The surface of the apollo micro catheter body was examined under magnification. The apollo micro catheter body was found to be ruptured at approximately 5.7cm from the distal end. The apollo micro catheter was pressurized with water and found non-patent as the apollo micro catheter is likely occluded with embolic residue. The ldpe coupling tube overlap length was measured and found to be within specifications. Based on the device analysis and reported information, the customer¿s report of ¿catheter rupture¿ was confirmed. The apollo micro catheter appeared to have ruptured due to over-pressurization. It is likely the use of the reported excessive pressure to clear the catheter contributed to the reported event. Excessive pressure can be caused if during injection of embolic material, the distal portion of the catheter is kinked, prolapsed, or occluded. During the device analysis, the apollo distal tip was found to be detached. The detached tip was not returned. It is not known if the detached tip remains within the patient. Tip detachment can occur during navigation, during embolic injection, after embolic injection or outside of the patient. Further information for this event was not able to be provided. Therefore, the root cause for the ¿catheter rupture¿ and ¿tip detachment¿ could not be determined. All products are 100% inspected for damages and irregularities during manufacture. Therefore, manufacturing has been ruled out as a potential cause. As noted in the apollo IFU (instructions for use): ¿infusion pressure with this device should not exceed 690 kpa/100 psi. Pressure in excess of 690 kpa/100 psi may result in catheter rupture, possibly resulting in patient injury. If flow through the catheter becomes restricted, do not attempt to clear the device by high pressure infusion. Remove the catheter and replace it with a new catheter. Excessive pressure may cause catheter rupture, possibly resulting in patient injury. When injecting contrast for angiography, ensure that the catheter is not kinked, prolapsed or occluded. Remove excess slack in the catheter to reduce the potential for catheter kink or prolapse. If information is provided in the future, a supplemental report will be issued.